Event description:
It was reported that a technologist felt an electrical shock on her elbow while positioning a patient. No medical intervention was required. The patient did not report feeling any shock. A field engineer was on site and evaluated the system. The breast tray hardware was tight and no abnormalities were found with the surface voltage or the gantry ground connections. The system was found to be working as intended.